Event description:
During a colon resection a tyco autosuture stapler was used. The surgeon noted that they sized the pt to a 33 eea stapling device. The anvil was placed in the descending colon and secured with a pursestring suture. The stapling device was inserted through the rectum up through just proximal to the staple line, and the anvil was placed onto this. The eea stapling device was fired in the usual fashion. Surgeon did not hear the usual click of the firing and upon removing the device there was not a complete doughnut of tissue in from the rectum area. Further, the surgeon noted a small overlap of mucosa in the rectum and the entire anastomosis was reinforced with silk suture. An air test indicated the anastomosis was airtight. A diverting ileostomy was performed but that was already planned due to the pt's very poor prealbumin.